Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional review determined that the previously reported information pertaining to the manufacturer's report regarding shocking was previously reported. Additional information regarding that event will be reported under this manufacturing number 3004209178-2014-19990.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead. Mw5073401.

Event description:
The healthcare provider (hcp) reported via the user facility that lead and generator were replaced on due to shocking. This event occurred (B)(6) 2015. The patient outcome was hospitalization. There were no further complications reported as a result of this event.